Manufacturer narrative:
Findings: unit received with broken battery tube threads. Unit received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind and displacement test. However, unable to prime unit during the prime test and motor error alarm during basic occlusion test due to faulty force sensor (gold). Unit received with intermittent button response due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners. Unit received with minor scratches on lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that there is crack in case and wetness inside display. The customer stated that pump doesn't react and the drive support cap appears normal. Customer doesn't know how it happened. Customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.